Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during a surgery for a lumbar decompression and fusion, while the surgeon was working in an unknown spine level the awl instrument with palm handles and two long handle sleeve instruments broke. The tips broke off instruments during surgery. It was reported that there was no delay in surgery with no impact to the patient. Surgery was completed with another instrument that was available in the operating room. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4) manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6761026. The supplier¿s certificate of compliance (dated (B)(4)2011) indicates the parts were manufactured to p/n 03.632.036, (B)(4). The parts were made to the correct material requirements, and met the hardness and required specifications. The lot was inspected and conformed to the synthes (B)(4), completed on (B)(4) 2011. There were no material review reports, nonconformance reports, or complaint related issues with this complaint. (B)(4). The visual inspection of the returned device performed as part of the product investigation reported the device has damaged distal threading; the first level of threading is no longer attached to the device. The reported device 03.632.036 and similar device 03.632.001 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides ((B)(4)) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The received parts 03.632.036 lot # 6761026(x2) were returned with the complaint that two long handle sleeve instruments broke. The distal tips of these devices have damaged threading, the first level of threading is no longer attached to these devices. The associated drawings ((B)(4)) were reviewed. (B)(4). These changes were performed to address the hazard of this complaint for reducing the occurrence. (B)(4). The received instruments were manufactured in november 2011, after the implementation of these changes. It is not known what caused this damage although it is likely that force was applied to the sleeve while not fully engaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.